Event description:
It was reported that during the post implant device check, this right ventricular (rv) lead exhibited loss of capture (loc) and high capture thresholds. Subsequently, a lead revision procedure was performed. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.